Manufacturer narrative:
Crossroads investigator spoke with doctor on (B)(6) 2020 at 3:23 pm cst and requested patient information including surgeon and implant date to investigate the complications reported in the presentation. Doctor stated that the retrospective study was completed with a de-identified data set. She stated it is not possible to identify the patients for further investigation. Crossbite complaints were reviewed and included in the memo to (B)(4) dated (B)(6) 2020. Investigation is limited as the dataset is de-identified and original surgeon are unknown.

Event description:
Crossroads identified poster "comparison of cost and success of k-wire vs. Implants: a retrospective study" at acfas meeting in san anotnio, texas. The poster reports 6 surgeons implanted 78 patients with the crosstie implant. Ten (10) complications were reported: 1 infection, 2 hardware failures, 5 dehiscence and 2 others. Inclusion criteria is that the patients were fused. Mean healing time for crosstie is 12.52 weeks for the 78 patients.